Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic inguinal hernia repair, in the pre-peritoneal space in the abdomen, air or gas leaked from the device. The balloon was inflated and the plastic part inside the balloon, at the end of the trocar, popped. It was stated that there was a rapid loss of abdominal pressure due to the device issue. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar balloon was disengaged from the cannula. The locking collar, valve seal and valve doors appeared intact. The inflation bulb and obturator were not received. Replication of the disengaged balloon from the cannula may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.